Event description:
On (B)(6) 2022 a spinal procedure was conducted. On (B)(6) 2022 radiographs were taken which revealed a screw and plate backed out. No revision surgery is planned.

Manufacturer narrative:
No product was returned as it is still in-situ. Radiographs provided confirmed the complaint. Review of the provided radiographs identified one of the inferior screws appears to have backed out approximately 5mm. Though no definite root cause could be determined this may be the result of excessive post-operative activity, proud screw placement, insufficient or missed lock activation. No additional investigation can be completed at this time. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices are not intended to be used as the sole support for the spine. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants. Bending of the nuvasive acp system is not recommended. Bending will compromise the mechanical performance of the plate and may adversely affect fit and function of the screw retaining mechanisms. If bending is unavoidable, be certain to bend the plate between the screw holes and retaining mechanisms. Inspect the plate for damage after bending. Implant components should be handled and stored appropriately to protect them from unintentional damage. The surgeon should avoid introducing notches or scratches into the plate surfaces as these may induce premature failure of the component. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. To prevent compromising the bone-screw interface, caution should be taken not to over-torque the temporary fixation pin once it has tightened against the plate. To allow for proper utility of the locking mechanism during screw placement, use a drill-guide with the awl and/or drill to create a centered screw hole into the vertebral bodies. Follow proper instrument selection as specified in the surgical technique. The nuvasive acp system is designed to provide biomechanical stabilization as an adjunct to cervical fusion and should be used with anterior column support. Without anterior column support, its use may not be successful. Spinal fixation should only be undertaken after the surgeon has had hands on training in this method of spinal fixation and has become thoroughly knowledgeable about spinal anatomy and biomechanics. A surgical technique is available for instructions on the important aspects of this surgical procedure. Postoperative evaluation of the fusion and implant status is necessary. The surgeon may remove the implant once a solid fusion is obtained. The patient must be informed of the potential of this secondary surgical procedure and the associated risks. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."